Event description:
It was reported that the lead was found bent inside the package. The surgeon did not want to use the bent lead and the lead was replaced. There was no patient death and the patient recovered without sequela. One day later it was reported that the lead had been damaged during the procedure. The distal end of the lead was bent. The bend was slight and there didn't appear to be any damage to contacts, there were no visual anomalies other than the slight bend. A 2nd lead from same lot number was opened, there was no bend to that lead, so it was implanted. Four days later it was reported that the lead was already bent when in the box and the box was in good condition.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4): analysis of the lead (lead 3389s-40 stimloc) found no anomaly. The electrode area on the distal end was straight. The returned accessories were not analyzed since the complaint was not related to them. Analysis of the stylet found its wire bent (new out of the box). Type of the stylet returned was quad lead handle - straight tip. The stylet wire has been bent approximately 9 cm form the distal end.

Manufacturer narrative:
\ If information is provided in the future, a supplemental report will be issued.